Manufacturer narrative:
(B)(4) it has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
As reported by the ous affiliate, a codman lumbar catheter easily becomes disconnected from the portas as it is not connected by luer lock. This event occured after implant; the patient had no symptoms prior to the separation, but the device was revised. There were no reports of delay or patient harm. Customer is concerned of increased of spinal cord infection due to loss of asepsis as well as risk of loss of cerebro spinal fluid causing significant neurological complications. No more information is available.

Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of the device history record found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.